Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the light emitting diode (led) fluid damage, the cmos-m with drive pcb cloudy (not clear view), the objective lens unit cracked, the bending rubber cut, the remote control buttons cut, the distal body worn out, the suction channel kink, the air/water socket chipped/cut o-ring, and the u/d and the r/l knobs white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.